Manufacturer narrative:
Complaint evaluation details from (B)(4): the lens was ejected out from the injector tip and was not returned. The slider and the rod could advance fully. The cartridge tip was deformed. Trace of lubricant was found inside the injector tip. Review of the production, inspection and sterilization records shows no non-conformities and/or deviation from the specification. (B)(4)

Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.

Manufacturer narrative:
Hoya device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.

Manufacturer narrative:
Regarding section this report, hoya device has not yet been returned for evaluation.correction: changed to (B)(4). (B)(4).

Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.